Event description:
A 26 mm diameter x 15mm diameter x 13.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. The bifurcation was small in diameter at the time of implant. It was reported that approx four months post stent graft implant the iliac stent graft became occluded. The physician elected to perform a femoral to femoral bypass. No additional clinical sequelae were reported and the pt was reported to be fine.